Event description:
The customer reported that the system lost patient data and images (data loss). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply in the workstation was evaluated and replaced, and adjusted to 5.20vdc. The system was tested and found to be working as intended and returned to service.